Event description:
It was reported that the patient experienced a loss of therapy due to the deep brain stimulation (dbs) implantable pulse generator (ipg) no longer providing stimulation. Additional reprogramming's were attempted however, the ipg continued to be unresponsive. The patient underwent a procedure in which the ipg was replaced and did well post-operatively.

Manufacturer narrative:
The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. Analysis revealed the ipg received the end of service (eos) receipt which was verified with an equivalent remote control (rc) at the time of analysis. A product labeling review identified that the device was used per the IFU, product label. Additionally, the IFU states that the longevity of the non-rechargeable ipg depends on the following factors: programmed parameters, system impedance, hours per day of stimulation and changes to the stimulation made by the patient. When the ipg is fully depleted, the eos indicator will be displayed on the rc and clinician programmer, thus, stimulation will not be available. Surgery is required to replace the implanted non-rechargeable ipg to continue providing stimulation. Analysis of the device data logs revealed and confirmed that the ipg reached elective replacement indicator (eri). The estimated patient battery lifetime was a year and four months, however, the ipg exceeded the anticipated length of time in use, by two months, based on the programmed settings.

Event description:
It was reported that the patient experienced a loss of therapy due to the deep brain stimulation (dbs) implantable pulse generator (ipg) no longer providing stimulation. Additional reprogrammings were attempted however, the ipg continued to be unresponsive. The patient underwent a procedure in which the ipg was replaced and did well post-operatively.